Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and tvt-secur was implanted. It was reported that following insertion the patient experienced pelvic pain, vaginal mesh erosion, dyspareunia, urgency, incontinence, urinary frequency, uti, nocturia, interstitial cystitis, irritative bladder, and overactive bladder. It was reported that patient underwent cystocele mesh revision on (B)(6) 2013 by dr. (B)(6) at (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information: other relevant history.